Event description:
The user reported that during endovascular therapy, the end of the snare detached from the wire. The physician was unable to determine when the end of the snare separated from the wire. A foreign object was visualized with x-ray. It was unk if the object was the tip of the snare. An attempt to remove the object was unsuccessful. The physician used stents to immobilize the object. The account reported that there was no add'l pt harm or injury.

Manufacturer narrative:
Device eval: one used device returned for eval. The eval is in process. The device history record was reviewed and two unrelated exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number. A f/u report will be submitted when the eval has been completed.